Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was getting hot during use. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer complaint regarding excessive heat or unable to get sufficient rpm's could not be verified. Pre-temperature test was performed: ambient temperature was 72.3 and after 1 minute, the temperature were: gear 81.0, motor 77.9 and bearings were 80.5. However, the rear seal and bearings were replaced due to corrosion caused by dried saline. The device was tested for an additional 30 minutes. The handpiece was repaired, cleaned, tested and passed all manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.